Event description:
It was reported that the pump exhibited a cassette was not attached properly alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the defective upstream occlusion sensor. As a result, the upstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.